Event description:
Status post left femoral plate implantation, pt returned to emergency room complaining of pain. X-ray showed non-union and a broken plate. Surgeon removed the hardware and revised to new plate with bone graft.

Manufacturer narrative:
Additional info has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was returned. A device history record review for the subject device has been requested.